Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) had declared end of life (eol) 30 days after the device had declared elective replacement indicator (eri). It was also noted that eol was declared after the charge time of the device was at 31 seconds. The patient's physician planned to replace the device after 90 days from eri basing on the fact that eol usually comes 90 days after eri. The device remains in service. No adverse patient effects were reported.